Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead fractured, the bipolar and unipolar impedance are greater than 9999 ohms and the lead is unable to sense. The physician has programmed the device to ventricular only mode vvi and the atrial lead will not be used. No patient complications have been reported as a result of this event.